Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 69 mg/dl. The alarm occurred after the insulin pump alerted low reservoir; the customer did not fill the reservoir. The no delivery alarm was resolved by a reservoir change. The reservoir was not returned for analysis.